Manufacturer narrative:
A review of the manufacturing records for the device could not be performed as device lot/serial number was unavailable. The device was discarded at the facility and, therefore, was not available for direct analysis by gore. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Event description:
On (B)(6) 2021, this patient underwent emergency endovascular treatment for a rupture of a descending thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system and a gore® dryseal flex introducer sheath. The access to the lesion was obtained from the left femoral artery. After the device was implanted, access angiography reportedly revealed a dissection around the insertion site, from the left external iliac artery to a portion of the common iliac artery. According to the physician, the patient¿s access vessel was thin and in poor condition. There was also reported resistance while inserting the sheath. A partial replacement of the left external iliac artery was performed to treat the dissection. The procedure went forward to completion without any further reported complications, and the patient tolerated the procedure.